Event description:
Emt's responded to a person, condition unknown. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, subsequent to one analysis the device determined to be non-shockable, the device alarmed connect electrodes and would not analyze the patient's rhythm. Patient outcome is unknown. A review of the patient event record determined the patient's initial rhythm to be "pea".